Manufacturer narrative:
The insulin pump had a button error alarm due to a corroded keypad trace. The pump had missing segments on the display due to the corroded lcd board. The pump also had a missing end cap sticker, cracked battery tube threads, and a scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 216 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that the pump was exposed to humidity and water from the pool or beach. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.